Event description:
The customer reported that the ortho provue analyzer interpreted a dual population reaction in the anti-a microtube of the mts a/b/d monoclonal and reverse grouping card as positive (4+). An incorrectly interpreted dual population can lead to misclassification of blood type and possible transfusion of incompatible blood. The customer was not yet test of record. Incident occurred during validation testing, preventing erroneous results from being reported.

Manufacturer narrative:
An ocd field engineer (fe) visited the site and indicated that the camera was not adjusted properly. An incorrectly adjusted camera can lead to an inaccurate read of reactions in the gel card microtube. Adjustment to the gel camera has returned the analyzer to expected operation.